Manufacturer narrative:
The reported event was inconclusive because no sample was returned. Based on the reported event, it cannot be determined if the device was used for treatment or diagnosis as the balloon would be inflated for either use. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ''instructions for use inspection instructions 1. Inspect the sterile package carefully for damage during transit or storage. Do not use the catheter if the package is damaged. 2. Visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage. 3. In case of catheters with a balloon, under sterile conditions, remove the protective sheath and inflate the balloon with 1.5 ml of air or carbon dioxide. Use the inflation syringe included in the package. Completely deflate the balloon after the test. Insertion instructions using a needle cannula 1. Open the package and place the contents on a sterile field. 2. Prep the skin at the site of insertion and inject a local anesthetic. 3. Remove the protective guard from the needle cannula. 4. Enter the vein with the needle cannula. Simultaneous aspiration into a syringe will help confirm vessel entry. 5. Remove the syringe and the needle. 6. If using an open-lumen catheter, flush the catheter with a heparinized solution. Remove any stylette prior to insertion. 7. Using the aid of fluoroscopy or an ECG monitor, advance the catheter through the cannula to the desired position. If using a balloon catheter, inflate the balloon when the catheter is in the right atrium. Please note that the balloon can be inflated or deflated only when the stopcock is parallel to the catheter shaft. Do not pull the catheter back through the cannula as it may cause damage to the catheter. 8. If using a balloon catheter, deflate the balloon after the catheter has reached the desired location. 9. Test the pacing characteristics for optimal pacing. 10. Pull the cannula back and secure it to the proximal end of the catheter. 11. Secure the electrode catheter in place at the insertion site.'' The device was not returned.

Event description:
It was reported that the balloon flow-assisted bipolar electrode catheter balloon would not inflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon flow-assisted bipolar electrode catheter balloon would not inflate.